Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed at the completion of the investigation. There were visual indications of dried fluid on the inside of the rear panel, on the baseplate under the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty cycler touch screen went blank during a drain phase and unknown cycle of treatment. The okay and stop buttons made sounds when pressed but the screen remained blank. The cycler was rebooted and the okay and stop buttons lit up, but the screen remained blank. The cycler needed to be replaced but the patient already had another cycler that they will be using. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed there were no adverse events or medical intervention required as a result of the reported event. The patient was able to complete dialysis treatment. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Correction: the h6 component code was inadvertently submitted in initial as c172015 (part/component/sub-assembly term not applicable), however the correct component code is c50010 (inverter).

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty cycler touch screen went blank during a drain phase and unknown cycle of treatment. The okay and stop buttons made sounds when pressed but the screen remained blank. The cycler was rebooted and the okay and stop buttons lit up, but the screen remained blank. The cycler needed to be replaced but the patient already had another cycler that they will be using. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed there were no adverse events or medical intervention required as a result of the reported event. The patient was able to complete dialysis treatment. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.